Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a surgical procedure as the pump no longer inflated the cylinders. During the surgery, the pump and cylinders were removed and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The returned ipp pump component passed visual inspection as there were no visual damages or abnormalities found. During functional evaluation of the ipp pump component, it passed leak testing. However, the pump failed activation test thus confirming the reported event. The two cylinders component were returned. Cylinder 1 showed a hole due to a sharp instrument. Leak testing of the cylinder could not be performed due to the hole identified. Cylinder 2 had no visual damages thus passing leak testing. Based on analysis results, it is likely pump activation issues contributed to the inability to inflate the cylinders components.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a surgical procedure as the pump no longer inflated the cylinders. During the surgery, the pump and cylinders were removed and replaced. No patient complications were reported.